Manufacturer narrative:
Additional information: a3a, e4, g2 (add source), h4, h6, h10, h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed and a cut in the tubing was identified. The reported condition was verified. The cause of the damaged tubing could not be determined; however, may be related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set had a slice in the tubing. This was noticed when the tubing was being primed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.